Event description:
According to the reporter, during use, when the patient was about to receive treatment, it was found that the arterial joint was broken (crack luer adapter), and a piece of the arterial end fell off, forming a gap. There was nothing unusual observed on the device prior to use. Flushing was done and found the connector was damaged. The catheter was not repaired. There was no leak, and tego was not utilized. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no cleaning agent used on the device. There was no instrument used to loosen or tighten the device. There was no excessive force used on the device. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. As a remedial action, the reported product was replaced with the same ID on the same day when the event occurred. The treatment proceeded and completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter, with a visibly cracked arterial luer adapter. There appeared to be no other abnormalities detected. It was reported that the luer adapter was crack. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, when the patient was about to receive treatment, it was found that the arterial joint was broken (crack luer adapter), and a piece of the arterial end fell off, forming a gap. There was nothing unusual observed on the device prior to use. Flushing was done and found the connector was damaged. The catheter was not repaired. There was no leak, and tego was not utilized. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no cleaning agent used on the device. There was no instrument used to loosen or tighten the device. There was no excessive force used on the device. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. As a remedial action, the reported product was replaced on the same day when the event occurred. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.